Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, the plastic distal end cover (c-cover) had a scratch, the adhesive around objective lens was peeled, the image guide (ig) protector had a scratch, the paint on the suction cylinder was peeled, the paint on the air/water (aw) cylinder was peeled, the lock engagement (fe) lever and knob had a scratch, the connecting tube had a scratch, the up/down (u/d) knob had scratch, the switch box had a scratch, the section cover had a scratch, the standard connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had a scratch, the adhesive on the bending section cover (a-rubber) had a crack, the bending tube was deformed, the angle wires were stretched, the right/left (r/l) knob had a scratch, and the connecting tube had discoloration. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had insufficient air to clear water from the object lens. Upon inspection of the customers returned device it was observed, foreign matter was noted in the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or if the device was used in a procedure with the foreign material attached to it. There was no delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water. The device was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.